Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The patient experienced a cataract that still remained and phaco-emulsification was performed and the problem was resolved.